Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today?

Event description:
It was reported that a surgeon received a sharps injury from the topical skin adhesive whilst he was applying it to the skin. The scrub nurse had cracked it and the surgeon was just applying it when he felt something sharp. There was no adverse patient consequence. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.